Manufacturer narrative:
(B)(4). The analysis results showed that four ecr60d cartridge reloads were received. Cartridge (a, b, c) ecr60d were received fully fired and in good visual condition. Cartridge (d) ecr60d was received unfired and in good visual condition. The cartridge reload (d) was tested for functionality with a test device. The functional test demonstrated that the staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. In addition the returned reloads were disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. No device was received for analysis thus, the reported cutting issues could not be evaluated. The event could not be confirmed as no malformed staples were noted during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure : malformation of stapler on the stapler line at the distal end of the reloads. Surgeon complained that the hemostasis of stapler line was not good. Bleeding occurred. He used ligaclip to clip on the bleeding part. Tissue tearing happened on the tissue where the distal end of the reload stapled on. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time.